Event description:
It was reported the implant was ¿torn loose¿ from physical therapy in (B)(6) 2012. The patient had a second implant in (B)(6) 2013 due to this. A little less than three weeks later, it was indicated the patient did not have concerns with their device or therapy. Appointments with the manufacturer representative on (B)(6) 2013 were noted.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va01czq, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).